Event description:
The customer reported that she was hospitalized for low blood glucose levels, with a reading of 26 mg/dl. The customer only remembers that she delivered a bolus for elevated blood glucose levels, and when she woke up she was in the hospital. After the event, the customer went to her doctor to make adjustments to the insulin pump settings. The customer was going to bolus. But the buttons did not respond, and the insulin pump did not react. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.